Event description:
This report is being supplemented to provide additional information based on the results of the device evaluation, laboratory test results and communication with the user facility. The user facility further reported that based on the investigation conducted by their infection prevention team, they have concluded that they did not find any association between the fungal infections and ercp scope. The device was forwarded to an off-site lab for microbiological testing, and based on the laboratory report, the following microorganisms were recovered from the device samples: staphylococcus epidermis, staphylococcus hominis, and micrococcus luteus. The device was gas sterilized in the laboratory prior to returning to olympus for physical evaluation. The internal channels of the device were examined using a borescope, which revealed multiple scrape marks and stain in the instrument channel. The forceps elevator was fully manipulated in the upward position, but found no presence of foreign material, or stains between the distal end body and forceps elevator. Additionally, the video scope passed the leak test. The device was serviced and returned to the user facility.

Event description:
It was reported that a doctor from the user facility heard of recent fungal infections with patients that had undergone an ercp procedures last year. The investigation at the user facility is at early stage in ascertaining what happened with those patients. To date, the user facility has not performed any culturing of the duodenoscopes. The personnel that had been cleaning the duodenoscopes are seasoned personnel and no new personnel reported. No additional information has been provided. This is the MFR. Report number: 8010047-2020-08027.